Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited high, out of range defibrillation impedance. No intervention was performed. The patient was stable.